Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the video image was frozen due to the deformation of the mechanical unit of the scope connector. Based on the result, we concluded that it was caused due to the excessive shock applied on the scope connector mechanical unit. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.